Manufacturer narrative:
The insulin pump was returned for low battery alarm and power system error was confirmed in the long trace. Detailed trace analysis confirmed the insulin pump alarmed low battery and then power system error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in the detailed trace confirmed the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a power error alarm and experienced low battery longevity. Customer's blood glucose was not reported. Insulin pump would be replaced.